Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the physician believes there to be a higher fistula rate with the product. He has since switched to a different product and plans to perform a comparison over time.